Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Manufacturer narrative:
The device was explanted on (B)(6) 2025 and the patient was reimplanted with a new device during the same surgery.

Event description:
Per the clinic, the patient experienced no sound and no performance with the device, subsequent to sustaining a head trauma. Short circuits were noted on 2 electrodes and open circuits were noted in all other electrodes. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report. The implanted device remains.